Event description:
It was reported that the nursing personnel performed placement of the PICC catheter from the right brachial vein in this patient under guidance of ultrasound on the order of doctor. The specific procedure was as follows: at 11:25, the brachial vein was accessed under guidance of ultrasound. With good blood reflux in the acuductor (first puncture), the guide wire was delivered and resistance was met in delivering tubing when delivered to the scale of 12cm. The guide wire tubing was expected to be removed, but resistance was felt. It was removed along with the acuductor. The tubing was removed smoothly. Upon complete removal of the acuductor, desquamation was seen with the guide wire tubing for a course of 35 cm. It was unable to judge the integrity of the removed guide wire. At 13:50, dr was conducted on the order of doctor to position the PICC catheter. Considering desquamation with the first catheter, the tubing could not be evaluated for integrity. Personnel at radiology department had the right femur imaged additionally, indicating foreign matter at the insertion site. It was unable to judge where the foreign matter was specifically. Another CT of the humerus indicated irregular cord shadow in the medial anterior edge of the brachial vein in the middle level of the humerus. It was considered to be foreign matter. But it was unable to determine that it was definitely not in the vessel. Another angiography under CT: it was ruled out that the foreign matter was in the vessel. This was reported to the head nurse of the oncology department, nursing department and device department, as well as resident doctor and the doctor on duty. At 14:50, external consultation was requested. At 16:00, the patient was transported to the operating room for removal of foreign matter under local anesthesia at 16:20. A portion of bridge-like guide wire in 3 cm length was taken from the insertion site 4.0 cm long. The patient was sent back to the ward safely at 20:10. Foreign matter removed under local anesthesia. Wound left in patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. The product returned for evaluation was a stainless-steel straight tip guidewire and a 21ga introducer needle. Two segments of guidewire were received with breaks in the core wire and coil wire. The segments of the guidewire were measured and approximately 2cm of core wire was not returned. Multiple bends and kinks were observed along the entire length of the guidewire. Portions of the coil wire were severely elongated. Blood residue was visible on the guidewire and introducer needle. Microscopic inspection of the fractured end of the proximal end of the guidewire segment revealed a glossy, striated fracture surface consistent of a sharp instrument cut. Inspection of the fracture in the distal segment revealed a granular fracture surface with a region of increased luster. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the needle bevel revealed deformation along the proximal edge. The guidewire deformation was consistent with attempted insertion against resistance such as intro tissue. The needle deformation and distal core wire fracture features were consistent with retraction against the needle bevel. The proximal core wire features were consistent with a sharp instrument cut which may have occurred during device removal. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the nursing personnel performed placement of the PICC catheter from the right brachial vein in this patient under guidance of ultrasound on the order of doctor. The specific procedure was as follows: at 11:25, the brachial vein was accessed under guidance of ultrasound. With good blood reflux in the acuductor (first puncture), the guide wire was delivered and resistance was met in delivering tubing when delivered to the scale of 12cm. The guide wire tubing was expected to be removed, but resistance was felt. It was removed along with the acuductor. The tubing was removed smoothly. Upon complete removal of the acuductor, desquamation was seen with the guide wire tubing for a course of 35 cm. It was unable to judge the integrity of the removed guide wire. At 13:50, dr was conducted on the order of doctor to position the PICC catheter. Considering desquamation with the first catheter, the tubing could not be evaluated for integrity. Personnel at radiology department had the right femur imaged additionally, indicating foreign matter at the insertion site. It was unable to judge where the foreign matter was specifically. Another CT of the humerus indicated irregular cord shadow in the medial anterior edge of the brachial vein in the middle level of the humerus. It was considered to be foreign matter. But it was unable to determine that it was definitely not in the vessel. Another angiography under CT: it was ruled out that the foreign matter was in the vessel. This was reported to the head nurse of the oncology department, nursing department and device department, as well as resident doctor and the doctor on duty. At 14:50, external consultation was requested. At 16:00, the patient was transported to the operating room for removal of foreign matter under local anesthesia at 16:20. A portion of bridge-like guide wire in 3 cm length was taken from the insertion site 4.0 cm long. The patient was sent back to the ward safely at 20:10. Foreign matter removed under local anesthesia. Wound left in patient.